Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and embedded device ('right and left cornu regions display embedded fine, spiraled, metallic wires, respectively') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic prolapse, dyspareunia, pain in hip, back pain, increased appetite, nerve pain, muscle spasms, neck tightness, lack of libido, chills, weight gain, sinus pain, earache, headache, sore throat, dry eye, eye pruritus, blurred vision, palpitations, heart rate high, short of breath, cough, abdominal pain, nausea, flatulence, constipation, diarrhea, hemorrhoids, rectal bleeding, heartburn, urinary urgency, adenomyosis uteri, paratubal cyst, menorrhagia and uterine enlargement. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis") and premenstrual dysphoric disorder ("pmdd") and was found to have blood glucose decreased ("low blood sugar"). The patient was treated with surgery (hysterectomy, tubes and uterus removed and total vaginal hysterectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, anxiety, blood glucose decreased, adenomyosis and premenstrual dysphoric disorder outcome was unknown. The reporter considered adenomyosis, anxiety, blood glucose decreased, embedded device, endometriosis, pelvic pain and premenstrual dysphoric disorder to be related to essure. The reporter commented: right tubal spasm causing essure coil tobe placed sub optimally, with too many coils showing, therefore the coil was removed with a grasper and another one placed showing 8 coils. Product removal date updated from -(B)(6) 2016 to (B)(6) 2016. Concerning the injuries reported in this case, the following ones were reported via social media: anxiety, blood glucose decreased and medical device removal quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and embedded device ('right and left cornu regions display embedded fine, spiraled, metallic wires, respectively') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic prolapse, dyspareunia, pain in hip, back pain, increased appetite, nerve pain, muscle spasms, neck tightness, lack of libido, chills, weight gain, sinus pain, earache, headache, sore throat, dry eye, eye pruritus, blurred vision, palpitations, heart rate high, short of breath, cough, abdominal pain, nausea, flatulence, constipation, diarrhea, hemorrhoids, rectal bleeding, heartburn, urinary urgency, adenomyosis uteri, paratubal cyst, menorrhagia and uterine enlargement. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis") and premenstrual dysphoric disorder ("pmdd") and was found to have blood glucose decreased ("low blood sugar"). The patient was treated with surgery (hysterectomy, tubes and uterus removed and total vaginal hysterectomy, cystoscopy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, embedded device, anxiety, blood glucose decreased, adenomyosis and premenstrual dysphoric disorder outcome was unknown. The reporter considered adenomyosis, anxiety, blood glucose decreased, embedded device, endometriosis, pelvic pain and premenstrual dysphoric disorder to be related to essure. The reporter commented: right tubal spasm causing essure coil tobe placed sub optimally, with too many coils showing, therefore the coil was removed with a grasper and another one placed showing 8 coils. Product removal date updated from (B)(6)2016. Concerning the injuries reported in this case, the following ones were reported via social media: anxiety, blood glucose decreased and medical device removal quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6)2021: mr received. Reporter information, patient middle name, dob, medical history, event: right and left cornu regions display embedded fine, spiraled, metallic wires, respectively, product insertion date, rcc added. Product removal date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced anxiety ("anxiety"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis") and pelvic pain ("pain") and was found to have blood glucose decreased ("low blood sugar"). The patient was treated with surgery (hysterectomy, tubes and uterus removed). Essure was removed in january 2016. At the time of the report, the medical device removal, anxiety, blood glucose decreased, adenomyosis and pelvic pain outcome was unknown. The reporter considered adenomyosis, anxiety, blood glucose decreased, endometriosis, medical device removal and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: anxiety, blood glucose decreased and medical device removal quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events endometriosis, adenomyosis, pain was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced anxiety ("anxiety") and was found to have blood glucose decreased ("low blood sugar"). At the time of the report, the medical device removal, anxiety and blood glucose decreased outcome was unknown. The reporter considered anxiety, blood glucose decreased and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: anxiety, blood glucose decreased and medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced anxiety ("anxiety") and was found to have blood glucose decreased ("low blood sugar"). At the time of the report, the medical device removal, anxiety and blood glucose decreased outcome was unknown. The reporter considered anxiety, blood glucose decreased and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: anxiety, blood glucose decreased and medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.